Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number - k011028 / k013227. Email address unknown / not provided.

Event description:
Tsvb8 dental: functional: does not assemble.